Event description:
Voluntary medwatch received states that patient's pacemaker was explanted for unknown malfunction. The patient status was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5146913.